Manufacturer narrative:
Additional information has been requested and if received, will be supplied on a supplemental. Lot # ljp was also referenced, but it is unk which, if any, of the devices may have caused or contributed to the event.

Event description:
The primary surgery: in 2007 (pedicle screw on c4, c7, t1 on one side). After 1 week from the primary surgery, the rod disassembled at c4. No revision is planned at this moment.